Event description:
Rec'd notice of complaint concerning above product from director of nursing. Reports a split pump segment, occurred about 1/2 way through treatment. Health care professional noted small amount of blood on floor, coming from pump housing. Reported blood loss is greater than 100cc from loss of blood line and small amount on floor. Line changed and treatment continued without further incident. Pt stable, no intervention necessary. Line is available for eval. Line has been used 6 times without incident prior to this event. A response letter and mailer have been sent to the customer. Medwatch form filed based on blood loss. 1 of 2 complaints from this facility.